Manufacturer narrative:
Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08695 inches. No motor error alarms noted. The motor was tested outside the device and passed.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 488 mg/dl at the time of admission. The customer was given intravenous insulin to treat. The customer was wearing the insulin pump during the incident. The customer got 2 motor error alarms 2 weeks prior to the call. Troubleshooting was not completed. The insulin pump will be returned for analysis.